Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens of diopter -10.0/+1.5/090 into the patient's right eye (od) on (B)(6) 2023 . The lens was exchanged on (B)(6) 2023 for a shorter length lens due to excessive vault. This resolved the problem. Cause of event reported as unknown.

Manufacturer narrative:
Corrected data: b5- the reporter indicated that the surgeon implanted a 13.2 vticmo13.2 implantable collamer lens of diopter -10.0/+1.5/90 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2023. The patient experienced an excessive vault and shallow anterior chamber volume. On (B)(6) 2023 the lens was exchanged for the same model, similar power, shorter length and the problem was resolved. Additional information provided: "because the patient's anterior chamber volume is small, and the crystals ordered according to the system conversion are somewhat large, resulting in a shallow postoperative anterior chamber volume, the preoperative anterior chamber volume is 174mm, for the patient's postoperative safety, choose to replace the smaller crystal". The cause of the event is unknown. H6- health effect- clinical code: 4581- shallow anterior chamber volume. Claim# (B)(4).